Event description:
It was reported that during the permanent lead implant, a wet tap occurred. The symptom reported was a light headache. The patient was already sedated at the time. The procedure was stopped, and the device was explanted because the leads could not be correctly positioned within the epidural space. The patient is recovering postoperatively. The explanted device was not returned as it was disposed.